Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was not confirmed. However, the rear response button was replaced due to it likely functioning intermittently. The root cause of the intermittent response button cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.